Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: one open sample of product code sxpp1b411 was received for analysis. During visual inspection of the sample received, a petridish with a hair and one needle-suture in an open winding former was observed. In addition, the hair was separate of the sample and was not possible determine if the hair was placed in the sample. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the sample received, it could not be determined what may have caused the reported incident of: ¿that during a total knee arthroplasty, there was a piece of hair in the suture pack when it was opened¿.

Event description:
It was reported that the patient underwent a total knee arthroplasty and (B)(6) 2019 and suture was used. There was a piece of hair in the suture pack when it was opened. Case completed with another device of the same product code. There were no patient consequences reported.